Event description:
It was reported that the insulation of the device was compromised.

Event description:
It was reported that the insulation of the device was compromised.

Manufacturer narrative:
The product was not returned for investigation. The reported failure mode could not be confirmed. Past complaints involving this product family and this reported failure have been primarily caused by: use error, improper sterilization and/or normal wear and tear. However, this cannot be confirmed since the unit was not returned. In the event that the unit is returned, a full evaluation will be conducted a follow up report will be issued. In sum, the product was not returned for investigation and the reported failure mode could not be confirmed. The failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.